Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
It was reported that the customer was hospitalized on (B)(6), 2015 due to an infection at the infusion site. There was no impact to customer's blood glucose level. Customer was treated with antibiotics and released from the hospital on (B)(6), 2015.